Manufacturer narrative:
Product event summary: data files and the device, flexcath advance sheath 4fc12 with lot 43958, were returned and analyzed. The data file review showed no system notices related to the reported issue. Visual inspection of the sheath showed that the device was intact with no apparent issues. Air aspiration was reproduced when a test balloon catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; the valve was torn. In conclusion, the reported issue was confirmed through testing. The sheath failed the returned product inspection due to a leaking hemostatic valve.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a cryoablation procedure, air came inside the catheter through the sheath valve. The air was immediately aspirated by using a syringe. The sheath was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.